Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent promontofixation procedure on (B)(6) 2018 and suture was used. The thread broke during use. Another suture device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/08/2019. Evaluation: an empty opened overwrap and labeled winding former with a suture were returned for analysis. During the visual inspection of the sample, the suture was dispensed without problems and examined along the strand and an end was cut. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 03/11/2019 .